Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends approximately 12.0 cm and 20.0 cm from the proximal end. The embolization coil was intact with the pusher assembly distal detachment tip (ddt) and was undamaged. The podj was advanced out of the introducer sheath and the embolization coil took its intended shape. During functional testing, the penumbra investigator accidentally detached the embolization coil from the ddt while retracting the podj into its introducer sheath. It was noticed that the pull wire was retracted into the pusher assembly, however the pet lock was intact. Conclusions: evaluation of the returned podj revealed a device capable of taking its intended shape. The reported complaint mentioned that the physician was concerned that the device would not stay in place. The podj was undamaged and during functional testing was able to be advanced out of its introducer sheath and take its intended shape. The reported complaint was unable to be confirmed and the procedure was completed using another podj of the same length. Further evaluation revealed bends along the length of the device. Based on the reported complaint, the bends are likely incidental to the complaint and may have occurred during packaging for return to penumbra. During additional functional testing the penumbra investigator accidentally detached the embolization coil; this damage is incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleeding (gi bleed) using pod packing coils (podjs). During the procedure, the physician placed a podj in the target vessel using a lantern delivery microcatheter (lantern); however, the podj would not pack tightly. The physician was concerned that the podj would not stay in place and was not sure if there was vessel spasm or anything else contributing to the issue. Therefore, the podj was removed intact and the procedure was completed using another podj and the same lantern. There was no report of adverse effect to the patient.